Event description:
New information received indicated the ventricular leadless pacemaker (lp) could not be interrogated due to the dislodgement to the pulmonary artery. The ventricular lp was explanted and reimplanted on (B)(6) 2025 and telemetry was restored with the atrial lp. The patient was discharged following the procedure.

Event description:
Related manufacturer reference number: 2017865-2025-15187. It was reported the patient presented in clinic for follow-up. During the check, the atrial leadless pacemaker (lp) could not be interrogated. Chest x-ray showed the ventricular lp had dislodged. The ventricular lp was explanted. The patient was in stable condition.